Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 564 mg/dl. A manual injection was administered to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Multiple attempts were made by tandem technical support to follow up with the customer to ensure insulin delivery was able to be resumed; however, no response from the customer was received.